Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. The lot number was not provided, therefore a batch review cannot be conducted. This code is manufactured for distribution outside of the u.s. And therefore does not have a 510k number. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a case reported from baxter (B)(4) by a physician to a baxter sales representative. The male patient reportedly experienced peritonitis related to difficulties during the use of the drug solution bags and a disconnection episode involving an unknown disposable renal product. The patient is also using a homechoice device. The patient was treated with tobramycin and teicoplanin for the episode of peritonitis (dose and length of therapy is unknown). It is unknown if lab samples were drawn. The outcome of the patient is unknown. No sample is available.